Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Neurological deficits (visual impairment) are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00388, 2029214-2017-00389, 2029214-2017-00390, 2029214-2017-00391.

Event description:
Citation: onyx in treatment of large and giant cerebral aneurysms and arteriovenous malformations. Song dl1, leng b, zhou lf, gu yx, chen xc.chin med j (engl). 2004 dec;117(12):1869-72. Medtronic received report that patient #9 was diagnosed with a temporal / occipital arteriovenous malformation (avm) with a diameter of 70 mm and headaches. Post intervention, the patient was reported to have mild visual field defect. This avm was 35% occluded and need further follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.